Manufacturer narrative:
(B)(4). Concomitant medical products: platinum cartridge, lot# ca08372, healon lot# not provided. Implant date: not applicable; there was no patient contact reported. Explant date: not applicable; there was no patient contact reported. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the surgeon saw scratch on lens during handling, but prior to insertion. In follow-up, it was reported that the scratch on the lens was discovered during surgery, but prior to insertion; there was no patient contact with the lens. The lens was replaced with another lens with the same model and diopter. The surgeon did not report any incision enlargement, vitrectomy, or injury to the patient.

Manufacturer narrative:
Concomitant medical products: cartridge model 1mtec30. Visual inspection of the returned lens revealed surface residuals (particles, fibers, viscoelastic residues) which indicates that the unit was handled and prepared for surgical use. Lens returned with one broken haptic broken most probably to remove and replace the lens. Also observed was a scratch defect. Therefore, the reported scratch is considered verified. Due to the fact that the lens was handled and cut with sharp tools by the customer, the scratch observed could not be confirmed as unacceptable or defect related to manufacturing. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. There is no associated deviation or non-conformity report found in the manufacturing record review (mrr) related to this complaint and/or similar issues. A search of the complaint database revealed that this was the only complaint created for this production order. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device for patients undergoing intraocular lens implants. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation the reported complaint could not be confirmed as defect related to manufacturing and there is no indication of a product deficiency. All pertinent information available to abbott medical optics has been submitted.